Event description:
A malfunction was reported on the pump. However, there was no reported impact on the customer's blood glucose level. No notable events occurred prior to the malfunction, and the fault was identified as malfunction code 5, which was resettable. The customer had not reset the pump in the past 24 hours, so technical support provided assistance and guidance on resetting the device. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code appeared again, which they acknowledged and understood.